Manufacturer narrative:
Initial reporter address 1: (B)(6). State: (B)(6).

Event description:
It was reported that device entrapment occurred. A rotapro 1.25mm and rotawire drive were selected for treatment. During insertion, the burr was stuck on the wire. Both devices were removed together as one unit. There was not damage noted to the rotawire drive. The procedure was completed and no patient complications were reported.

Event description:
It was reported that device entrapment occurred. A rotapro 1.25mm and rotawire drive were selected for treatment. During insertion, the burr was stuck on the wire. Both devices were removed together as one unit. There was not damage noted to the rotawire drive. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Analysis of device by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.